Event description:
It was reported that this pacing lead had a lower level of steroid of the lead tip, and also failed to stimulate the patient's heart. The physician requested a new lead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet was able to be inserted into the lead without resistance. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A review of the certificate of analysis for the specific lot of the steroid drug collar component used in the manufacturing of this lead confirmed all parameters were within acceptable range, and visual inspection found no anomalies with the drug collar. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lack of pacing observed during the implant procedure. The allegation of a lower level of steroid at the lead tip could not be confirmed during analysis.

Event description:
It was reported that this pacing lead had a lower level of steroid of the lead tip, and also failed to stimulate the patient's heart. The physician requested a new lead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.